Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cystotomes having an irregular bend or bur on the tip could not be confirmed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. The both photos show a cannula. The reported issue of cystotomes having an irregular bend or burr on the tip could not be confirmed. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the facility had experienced issues with ophthalmic cystitomes had irregular bend or burr on the tip. The details about procedure and patient contact was not reported. Additional information had been requested but none received till date.